Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed postoperatively.

Manufacturer narrative:
Reporting number 1627487-07262012-002-r this ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used the scs system in over a year thus surgical intervention is planned to explant the scs system.